Manufacturer narrative:
The review of manufacturing reject does not indicate a specific manufacturing reject that would have contributed to the cause of the complaint of the guidewire break during use. According to what was described by the physician filling out this complaint and the images taken during this investigation, it is confirmed that the physician rotated the guidewire 360° more than what the guidewire is validated to support, and that was the cause of the break. The procedure was successfully completed with no injury to the patient.

Event description:
On 29th nov 2022, scientia vascular was notified that an a24-200-002 guidewire shreared off while attempting to access the a2 artery in a large aneurysm case on (B)(6) 2022. The physician reported that access was tortuous and the physician rotated the guidewire many times before it broke. The physician used an aspiration catheter to remove the broken portion of the guidewire without injury to the patient.